Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 5: one (1) unused sample was provided for evaluation. The set was visually evaluated for any solvent issues with no defect observed. Additionally, the set was functionally evaluated, and occlusion tested with no blockage observed. Based on the evaluation results, the reported defect of occlusion was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: event 5: it was reported the set leaked chemotherapy. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.